Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead was scheduled for a normal device replacement procedure. Prior to the procedure, there were intermittent impedance measurements of greater than 2000 ohms noted in the lead impedance trend. Patient isometrics were performed with no reproducible impedance issues, and all other lead measurements were stable. The lead remains implanted with the new device with no further reported issues. No adverse patient effects were reported.